Event description:
It was reported that a user experienced bluetooth connectivity issues between a dexcom cgm and the ilet, resulting in signal loss to the ilet, and the sensor was successfully reconnected after guided troubleshooting that included toggling between dexcom g6 and g7 and repairing with a code. Symptoms included no alerts or alarms and no impact to blood glucose levels. Outcomes included restoration of cgm data transmission to the ilet and continued system function without clinical harm or hospitalization. Investigation included technical troubleshooting and user education performed remotely. Investigation of this case revealed a transient communication issue resolved through standard reconnection steps, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-device bluetooth pairing disruption corrected by routine pairing procedures.